Event description:
It was reported that a spectrum pump under infused during total parenteral nutrition therapy at low rate 5-6 ml/hr. The next day the nurse discovered the roller clamp closest to the patient was closed and no downstream occlusion alarm occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.